Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone17.2 cgm sensor type: g6.

Event description:
It was reported that the patient had to seek medical attention due to hypoglycemia and altered consciousness. The patient did not remember the exact blood glucose levels but stated it was severe low blood glucose levels. The patient's spouse treated them with basqimi which increased their blood glucose to 40 mg/dl. The emergency technician's did not provide treatment to the patient. The patient was released the same day and was not admitted to the hospital. After further follow up it was discovered through glooko logs that the patient dosed for her evening meal and rose to 303 mg/dl then approximately 2 hours later the patient decided to correct for her elevated glucose by overriding the bolus calculator suggestion of 0 units.